Event description:
It was reported that a patient presented with complains of shortness of breath, was cathed and patient declined surgery. Taken to cardiac catheterization laboratory for percutaneous coronary intervention. During case dissection occurred distal to stent, able to place wire down lesion. Patient quickly decompensated and required cardiopulmonary resuscitation (CPR). Once CPR initiated, decision was made for impella cp. While patient was having CPR multiple checks for pulse revealed pulseless electrical activity. Decision made to place impella, lfa while doing compressions. Patient shocked multiple times with return of spontaneous circulation obtained. Impella inserted with no issues and started on p-9. While removing the peel away sheath and insertion of repositioning sheath the catheter advanced into the ventricle. While in the ventricle, the impella kinked on itself. Multiple attempts made to unkink the catheter. Patient decompensated while impella was not working correctly. CPR started while impella was being removed. Impella was pulled down through the descending aorta and the pigtail and inlet portion straightened out into the right common iliac artery. Dr. Went to remove the repositioning sheath and impella with a wire through the side port as vessel access, and the pigtail and inlet became dislodged from the cannula. The nitinol coil unraveled and came out with the impella, while the inlet and pigtail remained in the right common iliac artery. Decision was made to leave it at this time. 14x25cm sheath was prepped and inserted over the wire to replace the impella access. New impella was placed and the patient later expired. The patient's outcome is reported on manufacture report number 1220648-2025-30890.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The failure mode product damage (catheter kink) was changed to product damage (cannula kink) since it was reported that the device folded on itself within the left ventricle (lv) which can only occur on the cannula. The pump was returned cut and inspected which showed the unraveled nitinol coil of the cannula. Product damage (cannula kink): catheter position is intended to be maintained during a sheath exchange. The cause of the product damage (cannula kink) was use related since the pump went deep in the lv during the sheath to repo unit exchange resulting in a the cannula kinking and folding on itself. Cannula/pigtail detachment - great vessel/heart: the unravelling of the cannula indicates that there was no potential bond failure and that the detachment was a result of excessive force. The cause of the cannula detachment was use related since the pump went deep in the lv during the sheath to repo unit exchange resulting in a the cannula kinking and folding on itself. The detachment occurred due to the cannula folded and stuck on itself unable to be freed without excessive force.